Manufacturer narrative:
The device was returned and evaluated. And the customers¿ allegations were confirmed. Additional findings other, than the residual liquid or foreign material coming out of the channel tube and the suction cylinder include the following: the bending angle in the up direction and the play of the up/down knob did not meet the standard value; due to wear of the angle wire. There was an abnormal sound. Due to damage on the up/down knob; the adhesive on the bending section cover had a chip. Due to clogging of the nozzle; water removal ability did not meet the standard value. Due to clogging of the suction tube in the control unit; the suction volume did not meet the standard value. The paint on the suction cylinder was peeled, the up/down knob and the forceps elevator knob and lever had a scratch, the adhesive on the objective lens was peeled, and there were multiple scratches. Additional follow up with the customer regarding reprocessing was performed. The device was cleaned, disinfected, and sterilized before sent back to olympus. The customer does not know when the foreign material adhered to the endoscope. It was not known, what the foreign material was. There was no delay in the start of pre-cleaning. Water was aspirated through the instrument/suction channel. The brush tip detached into the forceps channel during reprocessing. The instrument channel was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel, instrument channel port, and the suction cylinder were all brushed. There was water in the gap at the tip of the clogged brush, which made suction difficult. The remaining part could not be cleaned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that the forceps channel on the evis lucera elite colonovideoscope was clogged. And caused decreased suction capacity (suction, forceps insertion) . The issue occurred, during a diagnostic procedure (post-operative observation). There was a two-minute procedural delay to exchange the scope out. The equipment was replaced. And the procedure was completed using a similar device. No patient harm was reported. No user injury reported. The device was returned for evaluation, and residual fluid or foreign matter came out of the forceps channel and the suction cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the instrument channel and suction cylinder was unable to be further specified. Moreover, no deformation of the nozzle/cylinder was observed, nor any obvious deviation of reprocessing. It was presumed that the remaining part was not cleaned and the foreign material remained in the channel since the tip of the brush fell off inside the instrument channel. It was confirmed the reprocessing was conducted in accordance with the instructions for use (IFU), however we obtained the information which the tip of the brush fell off inside the instrument channel. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. [Inspection of the instrument channel] 1. Insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve." The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope, section 3.5 attaching accessories to the endoscope, and 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. [Attaching the suction valve] 1. Align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder. 2. Attach the suction valve to the suction cylinder of the endoscope. Confirm that the valve fits properly without any bulging of the skirt. Also, confirm that the valve cannot be rotated. [Inspection of the suction function] - inspection of the suction 1. Depress the suction valve. Confirm that water is sucked in the suction bottle visually." Olympus will continue to monitor field performance for this device.